Event description:
The user received questionable results for troponin t stat (tnt) on the cobas e411 disk analyzer for one patient sample. The initial result was 0.386 ng/ml, the sample was repeated twice which yielded results of 0.275 and 0.276 ng/ml. The tnt result of 0.276 ng/ml was reported outside the laboratory and was considered the correct result. The patient was not affected by the event. The reagent lot number for tnt was 15989401. The field service representative could not duplicate the problem. Performance tests were run and passed.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.